Event description:
The initial reporter stated they received questionable results for approximately 30 patient samples tested with the na electrode on a cobas pro ise analytical unit. Around midnight on (B)(6) 2024, the customer started having issues with na recovery on patient samples that were tested. The customer performed air purges and cleaned the probe. Controls were run multiple times and failed. The customer then changed the electrodes and was able to get the controls to pass. Patient samples were repeated. The customer provided examples of 5 patient samples with discrepant na results. The samples were repeated on a second analyzer and the repeat values were deemed correct. The first sample initially resulted in a na value of 146 mmol/l and it repeated as 137 mmol/l. The second sample initially resulted in a na value of 149 mmol/l and it repeated as 140 mmol/l. The third sample initially resulted in a na value of 150 mmol/l and it repeated as 141 mmol/l. The fourth sample initially resulted in a na value of 146 mmol/l and it repeated as 137 mmol/l. The fifth sample initially resulted in a na value of 134 mmol/l and it repeated as 140 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The field service engineer determined the issue was caused by aged electrodes. Precision studies were performed and passed. Operational and mechanical checks passed. All calibrations and controls were acceptable. The investigation determined the issue was resolved by the replacement of the electrodes.